Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-06229, 06230. It was reported by the pt "the ipg began to refuse to accept a charge", "it also began to shock her so bad it would cause her to fail to the ground" and "she began to feel extreme heat at the battery implant site". The pt's scs system was removed. Add'l info is needed to clarify the nature of the pt's issues. Sjm was made aware of the issues on (B)(6) 2014, and the pt's scs system was not evaluated by an sjm rep to verify and/or troubleshoot any of the reported issue prior to explant.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.